Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button was intermittently unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing the down arrow keypad button was found to be intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the down arrow key contact. The keypad buttons did not have normal spring back or click.